Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: device evaluation of monitor sn (B)(4) was completed. The reported problem (monitor resets) was confirmed in the download data but was unable to be duplicated during troubleshooting. The abnormal shutdowns did not occur during any arrhythmia detection. The abnormal shutdown condition only introduces the patient to additional risk in the event that there are multiple abnormal shutdowns during arrhythmia detection that delay a potential treatment for more than 2 minutes from the onset of the arrhythmia. The monitor passed incoming functionality testing. There was no failure of the ECG acquisition or pulse delivery circuitry. Electrode belt sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation.  During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality.  There is no indication of a product malfunction. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, software flag files, and ECG strips. The primary cause of the inappropriate shock was lack of response button use (patient error). The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was af and tactile/motion artifact. The rapid rate satisfied the rate detector of the detection algorithm. The source of the artifact could not be positively identified through cause and effect analysis. The following could not be ruled out as contributing factors: body motion, poor ECG contact with skin. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock. Events surrounding the treatment were not reported. The response buttons were not pressed during the event. Atrial fibrillation (af) and tactile/motion artifact contributed to the false detection. The patient went to the hospital and continued use of the lifevest.